Manufacturer narrative:
(B)(4). The customer returned one sheath extension assembly for analysis. Visual inspection of the sheath revealed that the cap hemostasis valve and the seal were separated from the hemostasis valve body. Additionally , the valve body was noted to contain various cuts. The dilator and sheath body appeared to be intentionally cut. The inner diameter of the hemostasis cap measured 0.146", which is within specifications of 0.144-0.147" per cap valve graphic. The cap and seal were able to be reassembled to the valve body with no issues. The returned dilator and valve cap were functionally tested per the instructions for use (IFU) provided with this kit which states, "ensure dilator hub fully snaps into sheath cap." The dilator was able to snap into the valve cap with no issues. The cap was attempted to be removed from the valve body but it was secure. Photos of the damage were sent to manufacturing for review. They confirmed that the valve body, seal, and cap are 100% inspected after assembly. Additionally, based on the cuts in the valve body, the damage likely occurred due to the user applying undue force. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer complaint of a valve assembly separation was confirmed by a complaint investigation of the returned sheath assembly. Visual inspection confirmed that the cap hemostasis valve and the seal were separated from the hemostasis valve body. The cap and seal were able to be re-assembled to the valve body functioned as expected. A device history record review was performed, and no relevant findings were identified. Based on the cuts in the valve body and feedback from manufacturing unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported during the procedure, the physician found the sheath valve broken. A new kit was opened and procedure completed. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported during the procedure, the physician found the sheath valve broken. A new kit was opened and procedure completed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).